Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020.

Event description:
The customer reported pressure regulation high error. The gds (gas delivery system) and da pcb (data acquisition printed circuit board) were replaced. Now the unit is failing the o2 mix accuracy test. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the da pcb and if that does not resolve the issue then replace the mc pcb (motor controller). The customer was properly educated on how to connect the oxygen to prevent the unit from failing the o2 test. The customer replaced the gds and da board to address the reported problem. The unit successfully passed the required performance verification test.